Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to "fire straight". The procedure was completed with turp. "No injury to patient" reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.